Event description:
It was reported that approx 8 years and 7 months post implantation, a hydroview lens was explanted due to opacification. The lot number was not provided, so it is unk at this time whether the hydroview was model 1.0. Add'l info was requested but has not been received to date.

Manufacturer narrative:
This device is an obsolete product no longer mfg by b+l. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.